Event description:
Additional information was received indicating a data was sent in for analysis. Review of device data did find the power consumption had increased coincident with high atrial rate sensing. Reprogramming to a non-atrial sensing mode was recommended. No adverse patient effects were reported.

Manufacturer narrative:
No further information was received and records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No further information was received and records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a concern this pacemaker was exhibiting premature battery depletion due to sensing of high atrial rates and/or the signal artifact monitor. Technical services (ts) discussed sending a save to disk for further analysis if desired. No adverse patient effects were reported.